Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the recharger gets warm when recharging the ins and the controller screen goes white and they have to let the devices cool off and then continued using the devices. Patient stated the ins area gets warm when recharging the ins and they are not sure if the external devices is causing the ins area to get warm. Patient services specialist asked patient to inspect the recharger for damage and patient said there is no visible damage on the recharger. Patient stated the end of rtm with white arrow gets warm. The issue was not resolved. A replacement recharger (rtm) was sent out.  Ps reviewed device function and recommend patient monitor the ins area getting warm and consult with their healthcare provider (hcp) for next step. Ps reviewed to monitor controller function and call ps for assistance if necessary. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.